Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, the plate broke after 2 months. Revision surgery needed.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned volar smartlock distal radius plate is completely broken off. It was visible that the plate is actually slightly bent and twisted, which indicates that possibly too much weight had been applied (despite the given information that the patient followed the instructions). Especially as it was also mentioned ¿macroscopically normal bone consistency, no signs of osteoporosis¿. Also there are some marks on the plate which might have been caused during the revision. The close up pictures, performed by the microscope, of the fractured plate indicate a fatigue fracture as a shiny surface is evident (wear). The rest of the broken surface is homogenous though. So we can state that the breakage started on the right hand side of the plate. The rest of the broken surface is homogenous though which indicates conformity to the given specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be patient related. The failure was caused by possibly too much weight which had been applied. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, the plate broke after 2 months. Revision surgery needed.